Manufacturer narrative:
Based on the available information, no changes to the pacing system were made. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had rates observed in the 30ppm range. The patient was recently implanted and is pacemaker dependent. Technical services discussed the date and time of the reported low rates and times of the observation and when the device was checked are off by one hour. Technical services stated vvi 30 sounds like the back up rate for an intrinsic amplitude test. The caller stated they would investigate this further. The caller also questioned oversensing and loss of capture with the automatic capture feature, however this observation was not proven at the time of the call.